Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the ultrasound tip could not be used with heat, due to this the patient experienced thermal burn during surgery. Thermal burn was treated with sutures. The procedure type was unknown. The surgery was completed on the same day by replacing the product with another one. The current condition of the patient was unknown.